Manufacturer narrative:
B5: the reported event occurred in the intensive care unit. H10: the device was received for evaluation. During functional testing, a false upstream occlusion alarm was reproduced. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification upstream sensor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a false upstream occlusion during an unspecified process step in the central supply area. There was no patient involvement. No additional information is available.